Manufacturer narrative:
No photos or samples were received in the columbus plant for evaluation therefore failure mode could not be verified. A DHR was completed and no defects were found. No quality notifications were issued for this batch. Conclusion: without a sample, bd was unable to determine an absolute root cause for this incident. Based on the above investigation, no corrective action is necessary at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a white foreign matter was found in a 30 ml bd luer-lok¿ tip syringe before use. No injury or medical intervention.